Event description:
Hcp reported patient with abnormal involuntary movements of the legs after scs implant. The patient has instrumented fusion from t10-sacrum. The pt was implanted with an itb pump six years ago which gave fairly good relief. The patient's last fusion extension from l1 to t10 was about one year ago. The fusion did not result in improvement of the left-sided lumbar pain. The patient failed to respond to transforamenal and interlaminar esi, sympathetic blocks or facet blocks. Scs trial resulted in complete resolution of pain and so a permanent implant of a dual pisces quad lead and synergy ipg was done. The morning after the implant the patient awoke with uncontrolled movements in both legs (like athetosis or myoclonus). There was no pain but the movements were so distressing that the patient wants the devices out. The patient did not respond much to depakote therefore the hcp started the patient on clonazepam. The metabolic profile was ok. No tremor/rigidity or other neuromusclar signs. CT/myelo showed no catheter tip granuloma at t9. Patient has some mild arachnoiditis at l2-3 on the right and no stenosis anywhere. The patient is on nitrates and other cardiac medications for cad. The pateint's stimulator is off. Device explantation is unknown. A follow-up report will be sent if additional information is recieved.